Manufacturer narrative:
An ophthalmic surgeon reported that during a cataract extraction with intraocular lens (iol) implant procedure in the left eye (os), the system turned off. The posterior capsule (pc) tore and a vitrectomy was required. After connecting a 20 ga vitreous cutter, the system stopped. A new cassette was inserted and the procedure was completed. Additional information was requested with none received to date. The company service representative examined the system. The central processing unit (cpu) battery was replaced as a preventive measure. The system was then tested and met all product specifications. The system was manufactured on march 5, 2013. Based on qa assessment, the product met specifications at the time of release. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie.dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. There is no evidence contained within the reported information at this time that indicates that the design or performance of the system had any effect on the integrity of the posterior capsule. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that during a cataract extraction with intraocular lens implant procedure in the left eye, the device turned off. The posterior capsule was breached, a vitrectomy was required. After connecting a 20 ga vitreous cuter, the system stopped. A new cassette was inserted and the procedure was completed. Additional information has been requested.